Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from the 300s to 400 mg/dl. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. Customer reverted to intravenous insulin for alternate insulin therapy due to occlusions while at the hospital. Hospitalization was due to a neck injury and was not related to pump, pump supplies, or diabetes. Reportedly, customer met with a clinical diabetes specialist to review infusion set insertion.